Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than one month post implant that the patient had developed a hematoma post operative, which eventually developed into an infection. The implantable pulse generator (ipg) system was removed and replaced with a temporary system. Future pacemaker implant on the right side. No further patient complications have been reported as a result of this event.